Manufacturer narrative:
Qn#(B)(4). The customer returned one, partially opened mac cvc kit for analysis. The seal was opened at the bottom left corner of the tray. Visual analysis returned kit revealed that the bottom left corner of the tray contained a crack. Stress marks were also identified around the edges of the crack. The crack corresponded with the portion of the lid stock that was opened at the bottom left corner. A device history record review was performed, and no relevant findings were identified. The report of a sterility issue was confirmed through complaint examination. Visual analysis revealed that the bottom-left corner of the tray was cracked. A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample received, design caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Prior to use on the patient, the staff found a crack in the corner nearthe junction of the lid stock. Product was not used on patient.

Manufacturer narrative:
(B)(4).

Event description:
Prior to use on the patient, the staff found a crack in the corner near the junction of the lid stock. Product was not used on patient.